Event description:
It is reported that due to her disease, she has got hemodialysis therapy for several times. On (B)(6), she was implanted a chronic catheter for long term management. The catheter was check in right place by x-ray after operation. On (B)(6), when she started to hemodialysis, only 30 seconds later, she felt chest pain. Hemodialysis procedure stopped immediately, she suffered from suffocation and hypoxemia, although first-aid measures was taken, the patient died at the end. The surgeon is the chief of dialysis department with years of experience in operating techniques. As the chief recall, the surgery was successful, when the doctor inject saline. The patient felt heart pain.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device and the patient were cremated. A lot history review (lhr) of revg0959 showed no other similar product complaint(s) from the lot number.